Manufacturer narrative:
Additional information has been received for the device evaluation. The device return date and the device manufacture date are available. This supplemental report is being submitted to provide this information. The nozzle was clogged by material that could not be identified but appears to be a piece of white soft rubber. The air/water supply volume was inspected for an air and water flow issue; neither air nor water at the output of endoscope was observed due to a clogged nozzle. Other observations for the device: distal end rubber coating (a-rubber) adhesive is worn; distal end cover (c-cover) has scratches; play of knobs and reduced angulation; and key top 1 has wear. The device was previously repaired in march 2022. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the nozzle was clogged with foreign material. The foreign material could not be removed even with the correct reprocessing method. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water leakage issue from the channel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. The foreign material could not be removed even with the correct reprocessing method. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.